Event description:
During a gatric bypass procedure, the device would not staple and would not cut. After the second firing with a strange noise. They used another like device to complete the case. There was no patient consequence.